Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 60s mg/dl and a school nurse administered glucose tablets to address the bg level. The cause of the low blood glucose (bg) level was not known. As the events had occurred in the past, tandem technical support advised the contact to discuss the low bg event with a healthcare provider.